Event description:
It was reported that a user experienced hypoglycemia while using the ilet and requested to return the device, noting that it did not fit her lifestyle; fingerstick values provided included 65 mg/dl, and her glucose was 90 mg/dl at the time of the call. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose without hospitalization or emergency care. Investigation included complaint intake review with troubleshooting and education completed, and no device alerts or alarms reported. Investigation of this case revealed no confirmed device malfunction, with the cause of hypoglycemia unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.